Event description:
It was reported that patient faced event on (B)(6) 2026 where infusion set detaches from hub and leads to increase in blood glucose levels and addressed by correction injection via mdi.

Manufacturer narrative:
Initial 3 of 3. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.